Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 512 mg/dl. The customer changed the infusion set site and delivered a bolus to stabilize bg level. The customer did not understand what insulin on board (iob) meant and was under the impression that the iob was insulin being delivered. The customer was instructed on how the iob display functions. A recommendation was made for the customer to contact the healthcare provider and clinical diabetes educator to discuss factors that may affect bg level.